Event description:
A dark speck was noted on phaco tip before it was introduced into the eye so the tip was replaced with sterile new tip. After priming, several dark pieces were found in the irrigation condom. The handpiece and tip were replaced before surgery proceeded. After completion of the phaco portion of surgery, on the following case, several flecks of metallic appearing fragments were noticed in the anterior chamber of the eye. The surgeon was able to remove the fragments. There were no visible fragments noted after irrigation/aspiration. Visible microscope observations suggests some metal fragments come from the handpiece. Also, discoloration suggests dome deterioration. Five metal fragments sent for identification.